Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. It was reported that the patient was using an unsupported operating system. No additional event or patient information is available. Data was provided for evaluation. The reported event was confirmed. The root cause was determined to be the transmitter and app were unable to establish a connection. Labeling indicates: the dexcom g6 application is only compatible for select smart devices and mobile operating systems.